Event description:
Customer was driving in (B)(6) parking lot when she drove up the cut in sidewalk near the store, she tipped over and fell.

Manufacturer narrative:
The serial number and date of manufacture have not been provided. The device has not been made available for evaluation as of yet. Should the device or further information become available, a follow-up report will then be issued.